Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was undersensing on stored atrial high rate events. The ra lead remains in use. No patient complications have been reported as a result of this event.